Event description:
Boston scientific crm received information that this right atrial pacing lead exhibited pacing impedance measurements greater than 3000 ohms. There was no evidence of noise on the lead. No adverse patient effects were reported.

Manufacturer narrative:
The available informaiton suggests this lead remains in service. Should additional information becomes available, this event will be updated.